Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that the operational check failed. Customer refused the service from philips. There was no inspection or test conducted. Based on the information available, the cause of the reported problem was unable to determined. The reported problem was not confirmed. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer refuse service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.